Event description:
While conducting maintenance on beds found in storage, a technician determined that the brakes did not hold on this bed.

Manufacturer narrative:
Upon complaint review it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the bearings and brake castes in order to resolve the problem.